Event description:
Per information provided: (B)(6) 2010 - patient was diagnosed with bilateral inguinal hernia and umbilical hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (device #1 & #2). Per operative notes, ¿a small direct hernia defect was identified and dissected out from right groin. A large 3dmax mesh (device #1) was placed and tacked medial at the pubic tubercle. A small indirect hernia defect was identified and dissected out from the left groin. A large 3dmax mesh (device #2) was placed and tacked medially into the pubic tubercle. Umbilical hernia defect and fascial defect were very close together with a bridge of tissue and it was closed with sutures.¿ (B)(6) 2010 - patient was diagnosed with unrelenting pain at umbilicus incision thereby underwent open repair with excision of scar tissue. Per operative notes, ¿at umbilical incision, the skin and subcutaneous tissue was excised. Some scar tissues and micro sutures were excised.¿ (B)(6) 2013 - patient was diagnosed with right ventral hernia and recurrent bilateral inguinal hernia thereby underwent open repair with implant of synthetic mesh. Per operative notes, ¿the ventral hernia was identified and implanted with synthetic mesh. There was a hernia with deep inguinal ring on right groin repaired with a synthetic mesh. At left groin, the cord was adherent to the previous mesh and the mesh was intact. Then repaired with synthetic mesh.¿ attorney alleges that the patient had hernia recurrence, pain and emotional injuries. It was also alleged that the patient had excision of scar tissue.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 2 years 11 months post implant of 3dmax mesh, patient was diagnosed with hernia recurrence, adhesions, scar tissue and pain. The instructions-for-use supplied with the device list hernia recurrence and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-may-2010) is considered to be a best estimate. This emdr represents the 3dmax mesh (device #2). Additional supplemental emdr was submitted to represent 3dmax mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.